Event description:
Revision surgery - broken stem on left tibial poly due to patient wear.

Manufacturer narrative:
Per sales representative, surgeon's nurse stated "no additional information" on 06/26/2009. If additional information is located, a follow-up report will be submitted.